Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device was unfolded and had been subjected to positive pressure and deflated. A visual examination of the returned device identified blood within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material located approximately 12mm proximal of the proximal edge of the proximal markerband. The rated burst pressure of this mustang device is 14 atmospheres. No issues were identified with the balloon material. A visual and microscopic examination identified no issues with the tip or markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon would not inflate. When the device was completely removed from the patient's body, it was noted that the balloon ruptured. The procedure was completed with another 10.0 x 40 75cm mustang¿ balloon catheter. No patient complications nor injuries were reported.